Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient programmer did not power on and when she tried to sync to the ins the screen freeze while trying to communicate to the ins. It was noted that the patient was using heavy duty batteries and did not have additional batteries to try. It was also mentioned that the stimulation was too strong at night and when she lays down, the stimulation is too strong and was keeping her up and pulling on her leg and was not able to decrease stimulation. No further complications were noted or anticipated.